Event description:
The customer reported intermittent cartridge chemistry (cc) sample probe obstruction system errors and wash solution leaked within the instrument, on top of the sample tube caps during one sample analysis involving the unicel dxc 660i synchron access clinical system. Sodium (na) result shifted from 131 to 137 mmol/l, potassium (k) from 3.9 to 3.7 mmol/l, chloride (cl) from 95 to 102 mmol/l, carbon dioxide (co2) from 23.6 to 27.9 mmol/l, and calcium from 9.0 to 9.9 mg/dl. The erroneous results were not released out of the laboratory. There was no patient impact or operator injury associated with this event. The customer discovered the blade wash station seal shuttle was obstructed causing the fluid leak. The customer removed the fitting and cleared the obstruction. The customer noted sample tube gel was on the blade wick assembly and replaced the assembly. A beckman coulter field service engineer (fse) reinstalled the waste fitting that was removed by the customer during troubleshooting and aligned the rack to cap piercer. The fse primed the system and resolved the issue. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Manufacturer narrative:
Reinstallation of waste fitting. The specimen was collected in a (B)(4) plasma tube and normal in appearance. Quality control (qc) is performed every (B)(4) and was within the laboratory's established ranges on the day of the event, and calibrations were acceptable for sodium, potassium, chloride, carbon dioxide, and calcium.